Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley stopped draining urine and the patient's bladder became distended. The complainant alleges that the nurses tried to irrigate and were unsuccessful. The complainant also alleges that the patient developed a catheter-associated urinary tract infection after being in the hospital for four days.

Manufacturer narrative:
Received 1 used temp-sensing foley catheter only. During visual inspection, the exterior of the sample was inspected and encrustation was found in the drainage eye and on the balloon. Per functional testing, the balloon was inflated with 10cc of water and found that no water flowed through the drain lumen. This was repeated with the balloon deflated and also found that no water flowed through the drain lumen. Testing did not meet minimum flow rate requirements of 150cc/min. The catheter was dissected and it was found that an encrusted matter packed the inside of the drain lumen and obstructed the flow of water. The reported event was confirmed as user related. This was a patient related condition that was dependent on many variables, such as diet and medication; however, this was not a manufacturing related condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and /or lead to injury, illness or death of the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley stopped draining urine and the patient's bladder became distended. The complainant alleges that the nurses tried to irrigate and were unsuccessful. The complainant also alleges that the patient developed a catheter-associated urinary tract infection after being in the hospital for four days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley stopped draining urine and the patient's bladder became distended. The complainant alleges that the nurses tried to irrigate and were unsuccessful. The complainant also alleges that the patient developed a catheter-associated urinary tract infection after being in the hospital for four days.